Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a coolant leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Device was returned for evaluation. Device evaluation found that there were defective o-rings on the applicator causing the leak, therefore this is not considered reportable for control unit leak.

Event description:
Upon review of the device evaluation the event is not consistent with a unit leak.